Manufacturer narrative:
Medwatch with (B)(4) is for accu-chek system 1, medwatch with (B)(4) is for accu-chek system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of 75 mg/dl on accu-chek system 1, 135 mg/dl on accu-chek system 2 within 5 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.